Manufacturer narrative:
Medwatch report #mw5099250 was received. The reporter claims that the camber plug disassembled from their aero t model chair causing the rear wheel to come off resulting in falls. There was no indication of serious injury or requirement for medical intervention. A serial number was not provided for the chair. With the limited information available, we were unable to identify an individual chair or a production timeframe to investigate. Contact information for the reporter was provided. However, multiple attempts were made to contact them without success. Without additional information there is no way to identify a specific cause of failure. If any additional information is received a follow up medwatch form 3500a will be submitted.

Event description:
The customer claims that the camber plug disassembled from their aero t model chair causing the rear wheel to come off resulting in falls.